Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2006 that an endostat ii electrosurgical unit was used during a procedure (patient age, gender and weight are unknown). According to the complainant, it was reported that the unit kept losing power in the middle of the case, would start out fine, then the power would slowly decrease. There were no patient complications reported as a result of this event. The patient's condition was reported to be "okay".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Visual examination of the returned device revealed that the device was in fair condition. There were minor scratches, some sticker residue and minor rust. Functional evaluation found that the device was within expected tolerance. The cause of the reported malfunction is undetermined.